Event description:
A malfunction occurred with the customer's pump, displaying malfunction code 16 and fault ID [16-0x2086]. There was no adverse impact on the customer's blood glucose level as it did not exceed the specified limit. Tandem technical support confirmed the pump was under warranty and instructed the customer on switching to multiple daily injections (mdi) as a backup therapy. The customer was also guided to place the faulty pump into storage mode and return it using a pre-paid label within 10 days.